Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3644 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3644 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Two small portions of the coils were removed separately. The remaining portion of the essure was then grasped. [Device breakage], misplaced essure device [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("two small portions of the coils were removed separately. The remaining portion of the essure was then grasped.") In a 38 year-old female patient who had essure inserted (lot no. D08057, d08053) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy (hydrocodone, penicillin, and vicodin), shoulder operation, sleep apnea, shortness of breath, neck pain, gerd, back disorder, cesarean section, parity 4 and multi gravida. As concurrent condition the report mentioned pelvic pain. Concomitant products included kenalog (triamcinolone acetonide) and cleocin (clindamycin hydrochloride). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required) and device dislocation ("misplaced essure device"). The patient was treated with surgery (bilateral laparoscopic partial salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.321 kg/sqm. [Pathology test] on (B)(6) 2023: pre-operative diagnosis: encounter for removal of essure, menorrhagia with regular cycle, sterilized in 2016 with essure procedure. Post-operative diagnosis: encounter for removal of essure, menorrhagia with regular cycle, sterilized in 2016 with essure procedure. Final diagnosis: right and left fallopian tubes, excision: unremarkable bilateral fallopian tubes, transected. Gross description: the shorter tube has a length of 3.5 cm and a diameter of 0.8 cm. The longer fallopian tube a length of 7.0 cm and a diameter of 0.8 cm. The external surfaces are purple-gray and unremarkable. [Pregnancy test urine] on (B)(6) 2023: negative. [Ultrasound scan] on (B)(6) 2022: right essure in endometrium. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. New events device breakage & device dislocation were added. Medical history & concomitant conditions were added. Additional reporter added. Lot numbers were added. Case comments: we received a in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Two small portions of the coils were removed separately. The remaining portion of the essure was then grasped. [Device breakage] misplaced essure device [device dislocation] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("two small portions of the coils were removed separately. The remaining portion of the essure was then grasped.") In a 38 year-old female patient who had essure inserted (lot no. D08053) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy (hydrocodone, penicillin, and vicodin), shoulder operation, sleep apnea, shortness of breath, neck pain, gerd, back disorder, cesarean section, parity 4 and multi gravida. As concurrent condition the report mentioned pelvic pain. Concomitant products included kenalog (triamcinolone acetonide) and cleocin (clindamycin hydrochloride). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown dates she experienced device breakage (seriousness criterion intervention required) and device dislocation ("misplaced essure device"). The patient was treated with surgery (bilateral laparoscopic partial salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.321 kg/sqm. [Pathology test] on (B)(6) 2023: pre-operative diagnosis: encounter for removal of essure, menorrhagia with regular cycle, sterilized in 2016 with essure procedure. Post-operative diagnosis: encounter for removal of essure, menorrhagia with regular cycle, sterilized in 2016 with essure procedure. Final diagnosis: right and left fallopian tubes, excision: unremarkable bilateral fallopian tubes, transected. Gross description: the shorter tube has a length of 3.5 cm and a diameter of 0.8 cm. The longer fallopian tube a length of 7.0 cm and a diameter of 0.8 cm. The external surfaces are purple-gray and unremarkable. [Pregnancy test urine] on (B)(6) 2023: negative [ultrasound scan] on (B)(6) 2022: right essure in endometrium batch number- d08057; manufacture date- 2014-09-12; expiration date- 2017-09-28. Batch number- d08053; manufacture date- 2014-09-10; expiration date- 2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-aug-2025: quality safety evaluation of product technical complaint. Case comments: we received a in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.